Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the wrong screws being installed and some screws being missing could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the defective output socket could not be identified. However, it¿s likely the cause is related to excessive stress applied to the output connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, wrong screws were installed and some of the screws were missing, the front panel and the rear panel was damaged, and the output socket was defective. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The video system center was sent to an olympus service center for evaluation after being returned from the end user with no complaint. Upon inspection of the customer¿s returned device it was observed, the output connector was damaged due to excessive stress applied to the output connector and could not be connected. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.